Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: 7071179; product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: 7071196.

Event description:
It was reported that the clinical study patient was admitted with severe worsening of parkinsons disease. The patient was treated with medication and the device was reprogrammed. The patient was discharged and no further action will be taken. Additionally, the physician assessed the event as having a possible relationship to stimulation, but not related to procedure and hardware.